Event description:
It was reported that during a da vinci-assisted radical resection of esophageal surgical procedure, the harmonic ace curved shears instrument broke while the surgeon was dissociating the greater curvature of the stomach. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace curved shears instrument was inspected prior to use and was in use for about an hour before the event occurred. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. A fragment fell inside of the patient during an instrument tip collision. The instrument was not removed during the procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage noted to the cannula after the event occurred. The customer used a laparoscopic instrument to retrieve the fragment. All fragments were removed. There were no additional surgical procedures required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return. There are no photographic images or a video recording of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument and performed failure analysis evaluation. The instrument was found to have a cracked blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. A review of images of the instrument, provided by the customer, showed a broken curved blade.